Event description:
Facility called to report a pt death while using the microject pca pump and filter spike cassette. The pt was placed on the pump and died the next day. No defects were noted with the pump device. Facility did not believe the device caused or contributed to the death of the pt. When contacted, dr stated that he did not notice any problems with the device, but requested that the pump be evaluated.